Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, photograph has been sent by the customer and reviewed by technical support. The technical support sent troubleshooting instructions to the customer. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has blue screen problem. The customer confirmed that there was no patient associated from this event.

Manufacturer narrative:
Result of investigation: vyaire was not able to determine the exact root cause of the reported issue. According to technical support, it is most likely that the epc (embedded power pc) is causing the issue. It was recommended to the customer to replace the main electronics. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.